Event description:
The interstim worked for several months in a patient who was post remote prostatectomy, but over the last few weeks it became ineffective at controlling the patient's symptoms. Patient requested it be removed, surgeon requests the device be returned to the manufacturer for evaluation. Unable to determine the date of implant of the device.